Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet system and expressed confusion regarding meal announcements, including the use of ¿less,¿ ¿usual,¿ and ¿more¿ meal options. The user also reported a history of switching from lispro to fiasp insulin. During the events, the device did not provide high or low alerts. The highest documented glucose value was 240 mg/dl, which persisted for approximately 90 minutes before being successfully corrected. No symptoms were reported. Outcomes included no outside assistance and no medical intervention. An investigation was conducted which included review of user-reported logs, guided education on meal announcement behavior and its potential impact on the algorithm, and assistance with device setup to resume bionic mode. Investigation of the case revealed use-pattern factors affecting algorithm learning and expectations for meal dosing. No device alarms or component malfunctions were observed. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.